Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for elevated lactate dehydrogenase of 624. Patient had routine follow up and was noted to have an increased ldh of 624. Repeat lactate dehydrogenase on (B)(6) 2020 was unchanged so patient was admitted to the hospital. Plasma free hemoglobin was elevated at 12. He was started on a heparin drip and coumadin was placed on hold. Intravenous fluids were initiated. Persantine and aspirin were continued. Lactate dehydrogenase initially improved but then increased on (B)(6) 2020 so persantine was stopped and patient was started on integrilin. Computed tomography angiography was obtained that showed an intraluminal thrombus involving the outflow graft tract with approximately 70-80% narrowing. Computed tomography was consulted and recommended stent placement. No surgical intervention necessary at this time. Integrilin was stopped and patient was started on plavix on (B)(6) 2020. Patient had successful outflow graft stenting on (B)(6) 2020 and was instructed to continue plavix for 1 month. Coumadin was resumed on (B)(6) 2020. Plasma free hemoglobin returned to normal following stenting. Lactate dehydrogenase remained elevated but stable. It was decided that no surgical intervention would be necessary at this time since patient appeared to be stable. He was discharged to home on (B)(6)2020 and will follow up clinic to determine if lactate dehydrogenase remains stable. Patient was seen in clinic on (B)(6) 2020 and had drainage to driveline. Cultures were obtained that came back positive for pseudomonas . He was currently admitted to the hospital for suspected thrombosis to outflow graft. Zosyn was initiated. He will receive this for 6 weeks with end date of (B)(6) 2020.

Event description:
It was reported that the antibiotics were completed. Patient had no drainage to driveline and had no complaints. The event resolved on (B)(6) 2020.

Manufacturer narrative:
Section b5: additional information. Section g3: correction. Manufacturer's investigation conclusion: a direct relationship between the device and the reported elevation in ldh and infection could not be determined. The report of suspected pump thrombosis could not be confirmed as no product was returned for evaluation. The patient remains ongoing on vad support. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on (B)(6) 2016. Local infection, driveline or pump pocket infection, hemolysis, and device thrombosis are listed in the hmii lvas IFU as adverse events that may be associated with the use of hmii lvas. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. Care instructions regarding preventing infection are provided in various sections of the hmii lvas IFU, including those entitled ¿caring for the driveline exit site¿ and ¿controlling infection.¿ no further information was provided. The manufacturer is closing the file on this event.